Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Capsular contracture has been confirmed as baker grade IV. Additionally reported was free liquid inside the capsule, apparently seroma. Patient further they feel severe pain and fears the risk of breast cancer.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reports left side capsular contracture, baker grade unspecified. The device remains implanted.